Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced hematuria, infection, urinary irritability, frequency, urgency and urge incontinence. In 2001, the patient was found to have a lesion at the bladder neck/mid urethral area and it was discovered the sling had eroded into the urethra at the junction of the urethra and bladder neck. The device was removed. The device was not returned for evaluation.